Event description:
The pump was returned for investigation. Investigation revealed the display was dim and pink, there was contamination under buttons and battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box recorded a sudden drop in battery voltage. There was corrosion in the battery compartment and on battery cap spring. There was a battery compartment crack and the leak test failed due to battery compartment crack. The battery cap and compartment threads were intact and able to fully tighten. Investigators performed a pump rewind, load and prime steps with no loss of power. A replace battery alarm was emitted during testing. All current readings were within specifications. The display was found to be faded and pink. The display lens was scratched. Evaluation revealed that the contrast and up buttons were intermittently unresponsive and the other buttons were functional. There was contamination under the contrast and up buttons. (B)(6).